Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 200 ohms. Technical services (ts) inquired about any recent falls, procedures, or accidents; however, the healthcare professional (hcp) did not have any more information. It was also noted that the patient exhibited oversensing and received six shocks. Ts discussed troubleshooting options to rule out a lead integrity issue; however, the hcp was unable to reproduce any out of range measurements or abnormal sensing during testing. Ts suspected a possible spring contact issue given the benign in clinic testing and recommended consideration of a new device header. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.